Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
User facility reported that the pump infused more quickly than programmed. No further details are available. The pump was in use on this same pt for 6 weeks and was infusing haloperidol and midazolam. No adverse effects to pt reported.